Event description:
Pt underwent replacement of 2, 3rd and 4th digits in 2006. Five months later, digit had migrated laterally causing pain. Removed 13 days later. No problems with device. Device discarded. Joint fused. Pt doing fine.

Manufacturer narrative:
Without review of x-rays difficult to ascertain cause. Dr states pt was compliant with footwear. Possible causes of displacement: impingement /migration of pt's first toe, affecting second digit. Surgeon does cut in bone to place product. If cuts are not parallel when placed, could cause implant to shift during healing.